Manufacturer narrative:
A medrad service engineer performed a system service check on the avanta fluid management injection system and the system was found to be operating to specification. Additional applications training was performed. Quality assurance reviewed the details provided by the hospital staff and determined that it is unlikely that the alleged air injection was caused by the disconnection of the mpat and spat. The positive systemic pulsatile blood pressure would have prevented air from entering into the spat in this scenario.

Event description:
The site initially reported the following: during a cardiac catheterization, the contrast connection between the multi-patient disposable set (mpat) and single-patient disposable set (spat) became loosened during the initial test injection. During the next injection, contrast sprayed from the connection. The staff reconnected the tubing and continued with the case. Shortly after they reconnected the tubing, the patient arrested. The vessel closed. The physician was able to cross the closed vessel with a wire and was then able to open the vessel. The patient was placed on a balloon pump, was resuscitated, and admitted to the hospital for further monitoring. The patient was released from the hospital five days later with no residual effects. The physician alleged that they received a faulty batch of mpats; however, they did not save the disposables for evaluation, and they were unable to provide the lot numbers of the disposables that were in-use. During a follow up call to gather additional information, the manager of the lab reported that they believe that an air injection occurred after the disconnection of the mpat and spat. He explained that during the first injection, no contrast was visualized. Then during the second injection, the dye remained in stasis for a few seconds and it took a few cardiac cycles for the dye to clear. This is when the patient arrested.